Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) device was hospitalized after experiencing a ventricular tachycardia episode which required external conversion. Attempts to reprogram this device were unsuccessful and the device could not be interrogated and no communication could be established with the device. Reportedly, the patient with this device had heard beeping tones from the device. There was concern that the battery depleted more rapidly than expected. A replacement procedure will be performed in the near future.

Event description:
Additional information was received: a revision procedure was performed. This device was removed and replaced. Upon removal, a visual inspection of the device revealed the device was discolored. The device will be returned for analysis.

Manufacturer narrative:
- -

Manufacturer narrative:
When this device has been removed and returned, analysis will be performed in an attempt to determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians confirmed the clinical observations of loss of telemetry and inability to interrogate. An x-ray of the device did not reveal any irregularities inside the device. The titanium case was opened and visual inspection revealed no abnormalities. When connected to an external power source, the device was able to be interrogated. The device was found to be in safety core, emitting beep tones. The device was reverted to factory settings for additional testing. The device passed all tests and operated normally. No high current drain or other device malfunction was identified during analysis. The battery was submitted for additional testing. Upon receipt, visual inspection noted no swelling, no electrolyte leaks, and no visible damage. A review of x-ray images showed no internal damage to the cell. The analysis performed on the battery showed no indication of an internal short that would cause the battery voltage to drop suddenly during its lifetime. All steps in the battery analysis indicated the battery was not internally shorted. The inability to interrogate the device was most likely caused by a depleted battery; however, despite exhaustive laboratory analysis on the device and battery, the condition that led to the early battery depletion could not be reproduced.